Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified scan result on the adc device in comparison to unspecified reading on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms but was unable to self-treat. A caregiver performed comparative measurements and injected the customer with insulin (type/dose unspecified) according to the blood values. There was no report of death or permanent impairment associated with this event. Reportedly, a scan of 56 mg/dl on the adc device was compared to a glucose reading of 200 mg/dl from a competitor brand meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.